Manufacturer narrative:
Initial reporter phone#: (B)(6). Initial reporter zip: (B)(4). Investigation summary: a complaint of a set leaking due to a crack in the tubing was received from the customer. No product or photo was returned by the customer. The customer complaint of component damage could not be verified due to the product not being returned for failure investigation. A device history record review for the provided material and lot number was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported gem 20dp mc .2mf 2ss dehp-free was cracked, causing leakage. The following information was provided by the initial reporter: "tpn line had a crack just under the buretrol and leaked out during priming. New IV solution needed to be reordered."